Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had very large size air bubbles. The customer¿s blood glucose was 22 mmol/l at the time of the incident. The customer¿s other blood glucose was 6.1 mmol/l. The customer removed the reservoir from the insulin pump and found large bubbles in the reservoir. The customer purged the air bubbles from the reservoir. The location of bubbles were in the tubing and reservoir. The device will not be returned for analysis.